Event description:
Related manufacturer reference number: 2017865-2023-13213. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2023. During examination of leads, it was noted that there was noise on right atrial (ra) and insulation breach on right ventricular (rv) lead. Physician explanted and replaced the rv and ra leads on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
The reported event of insulation abrasion was confirmed. As received, a partial lead was returned in three pieces. Visual inspection of the lead found external insulation abrasion consistent with friction to the device can breaching the optim sheath only proximal to the suture sleeve tie impression. Silicone tubing was not abraded in this location. Further analysis found external insulation abrasion consistent with friction to another device or feature of the heart breaching the optim sheath only in two locations distal to the suture sleeve tie impression.